Event description:
A diamondback 360 peripheral orbital atherectomy device (oad) was used to treat a right proximal superficial femoral artery (sfa). Two treatments were performed before the oad made a sound and stopped spinning. The yellow led light was displaying at the time the device stopped spinning. A second attempted treatment was performed after the oad stopped spinning, and the same result occurred. A second oad was used to complete the procedure. An extravasation was observed, and a covered stent was placed to resolve the issue. In the physician's opinion, the oad entered soft plaque which led to the adverse event.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® peripheral orbital atherectomy system instructions for use manual states that vessel perforation is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).